Manufacturer narrative:
The customer experienced low alarms with the adc application. The reported issue was unable to be replicated as the reported configuration of [ios 17.5.1] is not compatible with the freestyle libre 2 app. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) application, version 2.11.2.8275 in use with an iphone 14 pro max, ios version 17.5.1. It was reported that the high and low glucose alarms failed to sound when there were changes in the customer's glucose levels. As a result, the customer experienced symptoms of dizziness, headache, and a stomach ache. The customer also experienced a loss of consciousness. The customer was treated by a healthcare professional (hcp) who treated the customer with an injection, however the customer could not recall what type of injection it was. There was no report of death or permanent impairment associated with this event.